Event description:
A surgeon reported that post cataract surgery and intraocular lens (iol) implant, a pt reports having a large blurry spot in the center of her vision and reports seeing starbursts with every light source. Visual acuity (va) pre-operative was 20/50 and postoperative va was 20/20. The iol was explanted.